Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 439 mg/dl due to being out and not having insulin to treat. The customer was able to check the history for second fill cannula. The customer declined to troubleshoot for high readings. The product was not returned for analysis.